Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far.

Event description:
The manufacturer representative reported that inter-op indicated an issue with torquing the setscrew within the implantable neurostimulator (ins). They heard no clicks and it just spins. The battery screw would not click to show a secure connection. The old ins was placed onto the lead without issue. The health care provider (hcp) was trying to get an old lead into the battery and was initially having trouble and once they were finally able to hook up the battery to a lead, it wouldn&#38176;tighten to hearing a click. The ins was replaced and was being returned. The replacement ins worked without issue. There was no patient death and no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.